Manufacturer narrative:
The device referenced in this report has not been returned to olympus for evaluation. The manufacturing record of the subject device was reviewed with no irregularity relating to the phenomenon. The exact cause of the event could not be concluded at this moment. If additional and significant information becomes available, this report will be supplemented.

Event description:
Olympus was informed that the subject device was used for a therapeutic procedure and the distal end of the subject device exploded in the patient lung. The user facility terminated the procedure and changed to an open surgery to retrieve the parts of the distal end from the patient lung. An unspecified special laser was concomitantly used with the subject device. It is unknown whether the patient has been harmed by the explosion or not.

Manufacturer narrative:
This supplemental report is being submitted to provide the investigation result. Our investigation showed that bending rubber, bending tube, and distal cover of the subject device were severely damaged and melted at the instrument channel side. In addition, there were burnt deposits on the instrument channel, especially the instrument channel opening. Also, it was found that the customer used a laser combined with the subject device during the procedure. Based on the above facts, we concluded that the event was likely caused due to user's handling that the laser was emitted inside the instrument channel opening without confirming the position of the distal end of the laser probe on the endoscopic image. The instruction manual of the subject device states as follows; to avoid patient injury, burns, bleeding, perforation, and/or damage to the endoscope, never emit laser radiation before confirming that an appropriate distance between the target and the endoscope¿s distal end is maintained and the tip of the laser probe is surely in the correct position in the endoscopic image.